Event description:
It was reported that a ¿miniset (pd transfer set) broke when disconnecting, dark blue end split¿. This was further described as ¿pd minset split when disconnecting from therapy¿. This occurred while training a patient for peritoneal dialysis (pd). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.